Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected troponin I results were obtained from a patient sample and a troponin I free sample processed using vitros troponin I es reagent on a vitros 5600 integrated system. The assignable cause was determined to be an instrument issue. Vitros tropi es precision testing performed was not within acceptable guidelines, suggesting an instrument issue was likely a contributing factor of the higher than expected tropi results. An ortho field engineer performed service actions which included cleaning the micro-well incubator, replacing the signal reagent probes, replacing the signal reagent tips, and performing all well wash volume adjustments. After the completion of the service actions acceptable within run tropi es precision data was obtained verifying the analyzer was returned to the expected performance. Based on historical quality control results, a vitros tropi es lot 2540 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 2540 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out. Pre analytical sample processing could not be ruled out as a contributing factor. It is unknown if the customer is processing the samples following the sample collection device manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer obtained a non-reproducible, higher than expected troponin I result from a patient sample (0.146 versus expected 0.01 ng/ml) and a troponin I free sample (0.098, 0.125, 0.094, 0.071, 0.178, 0.107 versus expected <0.012 ng/ml) using vitros troponin I es reagent in combination with a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected troponin I es result was not reported from the laboratory. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).